Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead was performed.

Event description:
It was reported that during upgrade procedure to transvenous system the chronic atrial lead demonstrated a fracture. It was further reported there high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965, implantable pacing lead, implanted: (B)(6) 2005; dr5820, competitor implantable pulse generator (ipg), implanted: unknown. (B)(4).